Event description:
It was reported that some clips were not securely seated and fell from the applier when they were loaded during the procedure. The user opened a new cartridge, however, the same issue occurred. Therefore, the third cartridge was used to complete the procedure.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that some clips were not securely seated and fell from the applier when they were loaded during the procedure. The user opened a new cartridge, however, the same issue occurred. Therefore, the third cartridge was used to complete the procedure.

Manufacturer narrative:
(B)(4). Per DHR the product hemolok ml clips 6/cart 84/box lot# 73f2100690 was manufactured on 06/22/2021 a total of (B)(4) pieces. Lot was released on 07/07/2021. DHR investigation did not show issues related to complaint. The customer returned one cartridge 544230 hemolok ml clips 6/cart 84/box for investigation. Three loose clips and the packaging for the cartridge were also returned. The clip cartridge and loose clips were visually examined with and without magnification. Visual examination revealed that the cartridge was returned with 1 intact clip remaining. Two of the loose clips were intact, but one of the loose clips was broken on the pierced boss side of the inner hinge. The broken clip is indicative of improper loading technique or that damaged or misaligned appliers were used on the clips which could both also lead to clips being insecurely seated in the applier when loaded. The applier was not returned. Functional inspection was performed on the intact clips. A lab inventory applier was used. The clip in the cartridge was able to properly load into the applier and was successfully applied to over-stressed surgical tubing. The two loose, intact clips were both manually loaded into the applier and were both successfully applied to over-stressed surgical tubing. The IFU for this product, l02425, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." A corrective action is not required at this time as the damage observed on the clip indicates that unintentional user error caused or contributed to this event. The reported complaint of "loaded clip is insecurely seated" was confirmed based upon the sample received. The cartridge was returned with 1 clip remaining. Three loose clips were also returned. One of the loose clips was broken on the pierced boss side of the inner hinge. The broken clip is indicative of improper loading technique or that damaged or misaligned appliers were used on the clips which could both also lead to clips being insecurely seated in the applier when loaded. It is unknown how the returned clips were handled during use and the appliers used at the time of malfunction were not returned for investigation. A device history record review was performed on the device and showed no evidence to suggest a manufacturing related issue. Therefore, based upon the damage observed, unintentional user error caused or contributed to this event.